Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-50 serial: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient had tenderness to palpate over the lumbar paraspinal area with evident muscle spasm on both sides. The patient will undergo a revision procedure wherein the scs device will be replaced.

Manufacturer narrative:
Additional information was received that the positive tenderness to palpation over the lumbar paraspinal area with evident muscle spasm on both side was not device related. No further course of action at this time.

Event description:
A report was received that the patient had tenderness to palpate over the lumbar paraspinal area with evident muscle spasm on both sides. The patient will undergo a revision procedure wherein the scs device will be replaced.